Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspection were not performed because product was not returned the reported event is covered in the device directions for use direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to main coil prematurely detached/separated during use.

Event description:
It was reported that during the coil embolization procedure performed for gastrointestinal bleeding treatment, a coil (subject device) was inserted inside the patient¿s anatomy in combination with a microcatheter. The subject coil prematurely detached without detachment attempt inside the microcatheter. The detached subject coil was removed from the patient's anatomy along with the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the coil embolization procedure performed for gastrointestinal bleeding treatment, a coil (subject device) was inserted inside the patient¿s anatomy in combination with a microcatheter. The subject coil prematurely detached without detachment attempt inside the microcatheter. The detached subject coil was removed from the patient's anatomy along with the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.